Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting a blower stalled error message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Biomed customer is requesting onsite service and repair. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the blower assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.